Event description:
Patient found on floor. Bed alarm was set but did not sound. After review in inability to determine if it was user or equipment error, all 3 of these beds were taken out of service. Model numbers: fl36. Serial numbers: (B)(4). Date: (B)(6) 2016. (B)(4). Date: (B)(6) 2016 (B)(4). Date: (B)(6) 2016. On (B)(6) 2018 service was provided through umano medical. The follow-up email did not identify which bed required repair to the alarm. A second bed reportedly checked out and the screen was replaced on the 3rd bed. I have asked for a more specific report by serial number by the bed. As of this day, the 3 beds remain out of service. Patient is (B)(6) female admitted for complications from the flu and copd. She did have intermittent confusion. She was a falls risk with fall precautions in place. She got out of bed, independently, and was found on the floor. The alarm was set, but did not sound.